Event description:
It was reported that in 2009 there was a volume discrepancy. The expected reservoir volume was 3.2ml and the actual reservoir volume was 16ml. The catheter was checked prior to the next refill (date and results were not reported). At approximately 48 days later, the rotor was checked by x-ray. The physician noted that the rotor did not turn. Per the reporter there were no critical alarms. The device was explanted. The report indicated that the "pt is fine". The type of medication, concentration, and daily dose being administered via the pump were not reported.